Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes educator reported the hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 323 mg/dl. Customer admitted into ICU. The drive support cap is flush. Hospital treated with IV drip. The current blood glucose reading is 117 mg/dl. Nothing further reported.